Event description:
It was reported that during a revision surgery the tip of the removal hook broke, the patient did not retain any foreign bodies. No further surgical or patient information was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device evaluation: the returned device was confirmed to match the part and lot number reported. Visual inspection found that the device is fractures. The complaint is confirmed. DHR review: the DHR was reviewed. There were no nonconformances or temporary deviations associated with this failure on this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Complaint history: there were three (3) other complaints for similar events (fracture) related to the same part number in the 12 months leading up to the notification date through to the present. There were zero (0) other complaints related to this lot number in all time. Potential root cause: as no further information is available regarding the surgery, a cause cannot be conclusively determined. However, it is possible an unexpected off-axis force was placed on the instruments resulting in its fracture. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a revision surgery the tip of the removal hook broke, the patient did not retain any foreign bodies. No further surgical or patient information was provided.